Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced nausea and vomiting. Cgm readings were elevated on both the dexcom display device and the insulin pump; however, no specific values were reported at that time, and no fingerstick measurement was performed. The patient self-treated with an unspecified anti-nausea medication and was transported to the hospital by their spouse, arriving at approximately 6:00 pm. Upon arrival, a fingerstick blood glucose measurement was taken, but the patient could not recall the exact value. The reading was reported as high, and the cgm value was estimated to differ by approximately 100 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with intravenous insulin. Discharge occurred the following day at approximately 4:00 pm. No documentation indicated additional medical evaluation or intervention beyond the ICU treatment. At the time of this report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.